Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A sales representative reported receiving an adc meter reading of "hi" (greater than 27.8 mmo/l) as compared to a laboratory reference reading of 5.1 obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "d" showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 1.1 mmol/l to 27.8 mmol/l. It should be noted that this meter does not give numeric value for readings greater than 27.8 mmol/l. A "hi" display message indicates a reading greater than 27.8 mmol/l. All pertinent information available to abbott diabetes care has been submitted.